Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. The patient noted that they will be moving to ecuador. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 97792, lot# n364196, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a wet, dropped, or crushed unit. The patient reported that the gray wire was cut in 2 places. The patient noticed this on saturday morning. The patient was not able to adjust stimulation. The patient had a damaged recharge antenna. The implantable neurostimulator (ins) was empty. It was recommended that the patient charge his ins once he receives the new implantable neurostimulator recharger (insr) antenna. The patient thought that the ins was damaged. The patient stated that the ins was hit hard. The patient was informed that the ins had to be charged in order to interrogate and check for any other issues. The anomaly appeared to have occurred through product use. There was no patient harm reported.